Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-nov-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving dilaudid (10 mg/ml) and bupivacaine (15 mg/ml) via an implanted pump. It was reported the patient had increased pain and numbness in their abdomen when using the personal therapy manager, ptm. There was no environmental/external/patient factors that may have led or contributed to the issue. A dye study was attempted on (B)(6) 2020 but could not aspirate the cap. It was noted surgery was planned but not scheduled yet. The issue was not resolved.